Event description:
It was reported that patient experienced wound dehiscence at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was explanted and replaced and moved to the other side of patient's body.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.